Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that the implant was removed from tooth site 12 due to peri-implantitis.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified evidence of wear from use along the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A device malfunction was not found for the implant through visual inspection. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.